Event description:
It was reported that the lead exhibited noise. The patient presented in the emergency room after having multiple high voltage shocks. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.